Manufacturer narrative:
Integra lifesciences have completed a thorough eval of the mayfield triad skull clamp (the pins could not be removed from the pts head) and have provided the following; this unit has passed all functional testing requirements. The 80# torque knob tested good under pressure; the ratchet extension arm has no visible cracks; the lock has rotational movement. The large starburst teeth show some wear but still functional. The triad rocker arm passes go nogo gage. All other components are functional. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
A mayfield triad skull clamp was involved in an incident and was described as follows; the pins could not be removed from the pts head. There was no injury as a result of this event, but has the potential to cause injury. Add'l clinical info has been requested.